Manufacturer narrative:
The company was notified that a revision was planned for a patient. No information was provided to suggest that the planned revision was due to the device contributing to serious injury as a result of failure, malfunction, improper or inadequate design, manufacture, labeling or user error. This report is being submitted precautionary measure as the company continues to obtain information from the reporter. Subsequent mdrs will be submitted, if necessary.

Event description:
The company was notified that a revision was planned for a patient. No information was provided to suggest that the planned revision was due to the device contributing to serious injury as a result of failure, malfunction, improper or inadequate design, manufacture, labeling or user error. This report is being submitted precautionary measure as the company continues to obtain information from the reporter. Subsequent mdrs will be submitted, if necessary.

Manufacturer narrative:
The company received notification from the foreign distributor on 3/11/2020 stating that the revision procedure was performed due to adjacent level disease. The explantation was uneventful, and there was no information provided to suggest that the planned revision was due to the device contributing to serious injury as a result of failure, malfunction, improper or inadequate design, manufacture, labeling or user error.

Event description:
The company received notification from the foreign distributor on 3/11/2020 stating that the revision produre was performed due to adjacent level disease. The explantation was uneventful, and there was no information provided to suggest that the planned revision was due to the device contributing to serious injury as a result of failure, malfunction, improper or inadequate design, manufacture, labeling or user error. This follow-up report is associated with report 3005031160-2020-00006.